Event description:
Event description cpi received information that a patient with this transvenous defibrillation lead had received numerous shocks. The ER physician put the patient on a monitor and no pacing spikes were observed. The patient appeared to be in normal sinus rhythm. The physician elected to do an invasive procedure to evaluate the system. A new rate sensing lead was placed.